Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of complaint source data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated patient had a thrombus. Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) hvad pump with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.